Event description:
A ventilator inoperative condition occurred when a ventilator was being tested. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the issue was confirmed. The device's system board was replaced to address the issue.